Event description:
During a remote follow-up, episodes of post-paced t wave oversensing, pacemaker mediated tachycardia, and functional loss of capture were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Corrected data: b5.

Event description:
Corrected information that pacemaker mediated tachycardia was not observed, but instead the post-paced t wave oversensing was due to fusion.